Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubble anomaly. Customer stated that when she went to fill her reservoir she said a huge gap at the top. Customer stated that she was unable to remove an air bubble from reservoir. Customer declined troubleshooting for air bubbles. The reservoir will not be returned for analysis.